Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-07823. It was reported that the patient had high impedance and migration of both leads. Re-programming proved unsuccessful. The lead migration was confirmed via x-rays. Surgical intervention may be taken at a later date to address the reported issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient's two leads were replaced. Reportedly no complications during procedure and therapy restored.